Event description:
The rptr stated that the product was pulling in air during set-up. After priming, the stopcock was turned and air bubbles were noted. The set was removed. The customer indicated that they had had multiple occurrences but did not provide specific details about the events.